Manufacturer narrative:
It was concluded that the reagent could be excluded as a root cause. A field engineering specialist adjusted the gear pump pressure and checked the "filling washing water." An additional washing step was installed. The customer stated that they have had improved assay performance since they had a "laundry re-tube" on (B)(6) 2017. The service and maintenance actions seem to have solved the issue.

Manufacturer narrative:
Since additional information was requested but was not provided, further investigation into a specific root cause is not possible. The qc results prior to the day of event showed erratic results that could point to possible hardware issues. Since preanalytical information was not provided it cannot be excluded as a possible cause.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a discrepant result for li lithium for one patient sample. The initial lithium result was 1.71 mmol/l. The sample was repeated and a lithium result of 0.68 mmol/l was obtained. The initial result was reported outside of the laboratory. The repeat result was deemed to be correct. There was no allegation of an adverse event. The lithium reagent lot and expiration date were requested but not provided. The customer did state that they have had issues with the qc results for lithium. On the day of the event the qc results were acceptable. The investigation is currently ongoing.